Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 an amplatzer pfo occluder was selected for an implanted. The physician rechecked the stent and risk by transesophageal echocardiography (tee) transthoracic approach. During the procedure after pfo device was implanted. The physician diagnosed pericardial effusion in the patient. The physician decided to remove pfo out of the patient and tapped pericardial effusion with medical treatment to stop bleeding from pericardial effusion. There was no product replacement in this event. After completed operation bleeding from pericardial effusion was stopped. Procedure was completed with no complication and no clinically significant delay. The patient was hemodynamically stable with no patient adverse consequences.

Manufacturer narrative:
Additional information sections: d10, g4, g7, h2, h3, h6, h10. An event of pericardial effusion was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.